Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# j0349398v, implanted: (B)(6) 2004, explanted: (B)(6) 2019, product type lead; other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins). It was reported that during an ins change out impedances greater than 4000 were seen on 1, 2, and 3. The lead was removed, cleaned off, and reinserted into the ins and they were still getting greater than 4000 on 1, 2, and 3. Or lights were also removed with no change to impedance. They had tried impedances at 2v and 240. It was reviewed that they could try using 360 and re-run electrode impedance at higher amplitude. It was also reported that they noted a small nick on the lead body, and the healthcare provider decided to replace the lead as well as the ins. Additional information was received from a health care professional via a manufacturer representative on 2019-may-20. After further review, it was determined that the doctor had accidentally nicked the lead with ¿a bove¿ which was causing the impedance. The rep reiterated that the doctor cut the lead by accident with their bovie. It was removed and replaced, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.